Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 7 instances of cloudy with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 12 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 11 were found to be malfunctioning due to moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-67 years of age and between 9 and 162 pounds. Of the reported patients, 3 were male, 9 were female.